Manufacturer narrative:
Corrected fields: e2/e3/g2 (information was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results and reprocessing method were not shared and because the subject device was not returned, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. In addition, the customer did not provide the results of the positive test. Multiple follow ups were made to gather additional information regarding the reported event, however, were unsuccessful as no response is received from the customer. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device microbiological sampling tested positive into valve. The issue was found during reprocessing. There was no report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported. This report is related to report with patient identifiers (B)(6) (customer reported that these devices were also tested positive) .